Event description:
Information received with return of the explanted device does not address the patient's clinical status but notes a suspected malfunction due to airbag impact from an automobile accident.